Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer was assisted with troubleshooting for the high readings. The customer had no symptoms. The customer treated with the insulin pump bolus. Customer's blood glucose value was 229 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on for the past month. The drive support cap appeared normal. There were no leaks or air bubbles. The device settings were correct. The customer also mentioned having a 207 mg/dl that was treated with a manual injection. The customer could not check bolus wizard settings due to unresponsive buttons. Button error/keypad anomaly troubleshooting was performed. The customer stated that dropping the insulin pump several times was the significant event leading to the keypad issues. The clock on the insulin pump advanced when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response at esc and act button due to unlocked connector on lcd board. No button error alarm during testing. We were unable to perform any tests due to buttons unresponsive. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, peeling address, serial number label and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.